Event description:
As reported, a 6f 55cm optease retrievable vena cava filter migrated into the patient¿s heart and became lodged at the tricuspid valve. An open-chest surgery was performed to retrieve the filter. The filter was found to have two fractures. The device is expected to be returned for evaluation.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a 6f 55cm optease retrievable vena cava filter migrated into the patient¿s heart and became lodged at the tricuspid valve. An open-chest surgery was performed to retrieve the filter. The filter was found to have two fractures. The indication for filter insertion was appropriate. Pre and post procedure imaging was completed, and the vena cava measured 20mm as estimated on digital subtraction angiography. It could not be determined whether the fracture occurred during deployment. There were no delivery issues, and the filter was not in an acute bend while outside the storage tube. Upon retrieval, two fractures were found. The access site vessel and inferior vena cava (ivc) characteristics were normal. The device was in place for 10 days before retrieval via thoracotomy. It is unknown whether the filter was embedded or what specific devices were used during retrieval. No optease retrieval catheter was used, and no information was available regarding concomitant devices. The hospital refused to provide a procedural cd. A non-sterile optease vc filter ous, 55 cm femoral only was received inside a clear plastic bag and unpacked for evaluation, where two fractured/separated struts were observed on the proximal section with no other notable findings. Inspection of the separated strut surfaces using a vision system showed ductile dimples consistent with micro void coalescence, a feature that forms when ductile material is subjected to excessive mechanical stress, creating tiny internal voids that elongate and rupture as the material is pulled apart, leaving cuplike depressions indicative of fatigue-related overload. The filter exhibited two struts in a separated/fractured condition, and both fracture surfaces again demonstrated ductile dimples associated with micro void coalescence, confirming exposure to stresses that exceeded the material¿s resistance properties; however, the exact cause of the damage could not be conclusively determined. A product history record (phr) review of lot 18425553 revealed no anomalies or non-conformances during the manufacturing and inspection processes that could be associated with the event reported. The reported ¿filter ¿ fractured¿ was seen during the product evaluation. The reported ¿filter ¿ migration ¿ embolization cranial¿ could not be substantiated, as no procedural imaging was provided for review; however, the account reported migration to the heart with surgical removal. The exact cause of the event could not be determined; however, the mechanical marks and stress patterns observed during the product evaluation suggest that procedural factors, including interaction with patient anatomy, may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut.¿ based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
A product history record (phr) review of lot 18425553 revealed no anomalies or non-conformances during the manufacturing and inspection processes that could be associated with the event reported. The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.